Event description:
It was reported that the right ventricular (rv) lead exhibited unstable impedance and oversensing in bipolar mode. Along with an implantable cardioverter defibrillator (ICD), the patient also has a competitor device implanted parallel. It is suspected that the competitor device may be contributing to the unstable impedances. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Performance data collected from the device was received and analyzed. Analysis was performed and no anomalies were found. The rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. On (B)(6) 2014 and (B)(6) 2015, rv pacing impedance dropped to 247 ohms and on (B)(6) 2015 to 190 ohms down from a trend in the 513-627 ohm range. Rv coil impedance spiked to 85 ohms up on (B)(6) 2015 and spiked to 166 ohms up on (B)(6) 2015 from a trend that had been in the 37-62 ohms range.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned for analysis. Analysis was performed and no anomalies were found. The rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).